Manufacturer narrative:
This report originally filed as (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, physician found that iol to have opacification. There was a need of yttrium aluminium garnet (yag) procedure and replaced with another company lens. Additional information received and stated that, following the iol implantation iol found to have progressive opacification. The patient had experienced severe low vision. The patient hospitalized for explantation/exchange of iol and anterior vitrectomy.